Event description:
In 2009, a company rep stated that the pt had stated that she had experienced elevated blood glucose levels in the past. Upon following up with the pt 10 days later, the pt stated that during the times in the past when her blood glucose levels were elevated they got as high as 500 mg/dl. The pt's infusion device was replaced due to a separate issue. The pt has not had any issue since she began using the new infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.